Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm and duplicate the issue. A visual evaluation of the uut (unit under test) revealed no signs of damage or misuse. Performed ltv solenoid manifold test and it passed. Performed solenoid manifold high and low leak test using a test fixture manometer, high side down rate of 0.2 cmh2o and low side down rate of 0.1 cmh2o where the requirement must be =1.0 cmh2o in 1 minute. The uut was tested and found to function within specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the solenoid manifold was was leaking and not holding pressure on the ltv ventilator. There is no patient involvement associated with this reported event.